Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9811 batch number 66806210 was received for investigation. No functional testing was performed due to the detached aspirating probe face. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to ncr-20813.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9811 apollorf aspirating ablator tip got warm and melted. This was discovered during a procedure.